Event description:
It was reported the patient underwent an initial right total hip arthroplasty completed. Subsequently, prior to outpatient discharge, post-operative orthostatic hypotension and a right posterolateral hematoma were noted. The patient was transferred from the surgery center and admitted to a hospital facility for observation and medical intervention. Symptoms resolved and the patient was discharged two days later. The study has since been completed per protocol with no further complications or allegations against the device, all initial product remains implanted. No further details are available at this time.

Manufacturer narrative:
(B)(4). D10: 30103607 g7 vit e neutral lnr 36mm g 64986276. 010000666 g7 pps ltd acet shell 58g 64986276 . 00877503604 bioloxâ® delta, ceramic femoral head, xl, ã¸ 36/+7, taper 12/14 3044037. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00858. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Low blood pressure occurs when blood pressure is much lower than normal. This means the heart, brain, and other parts of the body may not get enough blood. Normal blood pressure is mostly between 90/60 mmhg and 120/80 mmhg. The medical word for low blood pressure is hypotension. Low blood pressure is only a problem if it has a negative impact on the body and produces symptoms. Some causes of hypotension include blood loss, dehydration and certain medications, such as pain or antihypertensive drugs. The most common symptom of orthostatic hypotension is lightheadedness or dizziness when standing after sitting or lying down. Symptoms usually last less than a few minutes. Orthostatic hypotension can have causes that aren't due to underlying disease. Examples include dehydration, standing up too quickly, medication side effects, or aging. Treatment depends on the cause. For example, the dosages of existing medications may need to be altered or a bleeding stomach ulcer surgically repaired. If no particular cause can be found, drugs may be used to raise blood pressure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Low blood pressure occurs when blood pressure is much lower than normal. This means the heart, brain, and other parts of the body may not get enough blood. Normal blood pressure is mostly between 90/60 mmhg and 120/80 mmhg. The medical word for low blood pressure is hypotension. Low blood pressure is only a problem if it has a negative impact on the body and produces symptoms. Some causes of hypotension include blood loss, dehydration and certain medications, such as pain or antihypertensive drugs. The most common symptom of orthostatic hypotension is lightheadedness or dizziness when standing after sitting or lying down. Symptoms usually last less than a few minutes. Orthostatic hypotension can have causes that aren't due to underlying disease. Examples include dehydration, standing up too quickly, medication side effects, or aging. Treatment depends on the cause. For example, the dosages of existing medications may need to be altered or a bleeding stomach ulcer surgically repaired. If no particular cause can be found, drugs may be used to raise blood pressure. The additional information does not change the outcome of the previous investigation. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.